Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the forehead with juvederm vista volbella xc. The patient ¿developed an embolism.¿ because the patient was pregnant, the hcp was concerned about the treatment with hyaluronidase, but the hcp did use it. After the treatment, it was confirmed that the patient had recovered.